Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was implanted (B)(6) 2006. According to the complainant, the patient experienced pain, suffering, disability, impairment, and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.